Manufacturer narrative:
Device received with operating currents within spec. Device passed self test, unexpected restart error test, rewind and displacement test. However, unable to prime device during the prime test and motor error alarm during basic occlusion test due to faulty force sensor resistor. Device received with cracked case at display window corners, broken belt clip slot and minor scratches on lcd window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The insulin pump was returned for analysis. The reason for the return was unknown. The customer's blood glucose was unknown.